Manufacturer narrative:
The actual product was returned to the plant for investigation. The internal, visual inspection showed that there were indications of dried fluid inside the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The internal inspection showed that there was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message on the cycler. The patient had pressed the ok about three times yet the warning continued. The patient had checked the lines for any unopened clamps but everything was properly connected. Tech support assisted in another visual check and found all clamps and bags to be connected. Upon removing the cassette, it was noted there was fluid leaking from the cassette and moisture on the inside of the cassette compartment. The patient will use manuals to complete treatment. The cycler will be replaced.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message on the cycler. The patient had pressed the ok about three times yet the warning continued. The patient had checked the lines for any unopened clamps but everything was properly connected. Tech support assisted in another visual check and found all clamps and bags to be connected. Upon removing the cassette, it was noted there was fluid leaking from the cassette and moisture on the inside of the cassette compartment. The patient will use manuals to complete treatment. The cycler will be replaced.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message on the cycler. The patient had pressed the ok about three times yet the warning continued. The patient had checked the lines for any unopened clamps but everything was properly connected. Tech support assisted in another visual check and found all clamps and bags to be connected. Upon removing the cassette, it was noted there was fluid leaking from the cassette and moisture on the inside of the cassette compartment. The patient will use manuals to complete treatment. The cycler will be replaced.